Event description:
It was reported via social media that an vessel perforation occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. During the procedure, a perforation to the artery occurred. Patient was discharged to a skilled nursing facility and a vacuum-assisted closure was applied to the groin wound.